Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 28/-4; cat# 6570-0-028; lot# unknown. Restoration adm x3 ins 28/48; cat# 1236-2-848; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to infection (infection reported by surgeon. Unknown if clinically confirmed, infecting microorganism unknown). An adm/ mdm liner construct and 28 -4 ceramic head were revised to devices of the same catalog numbers (different lots). Rep reported that no further information will be released.